Event description:
It was reported that 20 bd¿ tuberculin syringes with bd precisionglide¿ detachable needles had a shield that was unable to be removed. The following information was provided by the initial reporter: consumer stated that he has about 20 syringes that he had difficulty with, also stated that the pharmacist was not able to remove the shield either and she checked to make sure that the needle hub was secure before trying to remove the cover.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd¿ tuberculin syringes with bd precisionglide¿ detachable needles had a shield that was unable to be removed. The following information was provided by the initial reporter: consumer stated that he has about 20 syringes that he had difficulty with, also stated that the pharmacist was not able to remove the shield either and she checked to make sure that the needle hub was secure before trying to remove the cover.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022. H6: investigation summary: five 1ml syringes (p/n 309623) sealed in blister packs from batch 1169526 were received. A visual inspection was performed and no defects were observed. The sample were tested for shield removal force and result yielded acceptable removal forces. The syringes were acceptable per product specification. Since the samples received did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. A device history record review was completed for provided lot number 1169526. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.